Event description:
Occurrence in 2005: pt states they don't think pca pump is working because when they push the button, their pain is not relieved. Pt is receiving continuous + pca dose, but pca dose reads 0 attempts, 0 boluses received. Rn attempted to push button, no beeping, and attempt is not recorded on machine. New pump ordered, and new button plugged into old pump, but still not working. Pt recieving manual boluses while pump switching. New pca pump hooked up and verified that it is working.